Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition of neuro-tip of the craniotome attachment device being bent/damaged identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to component failure from wear. UDI ¿ (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the neuro-tip of the craniotome attachment device was bent/damaged. It was further observed that the device had bearing damage, labeling damage and illegible etch. It was determined that the cutter could not be inserted. It was further determined that the device failed pretest for labeling assessment, verification visual assessment, nose cone verification and verification of cutter insertion. It was noted in the service order that the device had bearing damage. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition of neuro-tip of the craniotome attachment device being bent/damaged identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to component failure from wear. UDI ¿ (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the neuro-tip of the craniotome attachment device was bent/damaged. It was further observed that the device had bearing damage, labeling damage and illegible etch. It was determined that the cutter could not be inserted. It was further determined that the device failed pretest for labeling assessment, verification visual assessment, nose cone verification and verification of cutter insertion. It was noted in the service order that the device had bearing damage. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.